Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a post procedure and patient condition related events. Death is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00963, 2029214-2017-00964. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿impact and effectiveness of dual aspiration technique in stent- assisted mechanical thrombectomy: recent improvements in acute stroke management¿ s. Hopf-jensen s. Hopf-jensen, m. Preiss, l. Marques, s. Lehrke, j. Schattschneider, h. Stolze, s. Muller-hulsbeck. Medtronic received information that 52 patients were treated for an acute stroke. There was report of 14 deaths having occurred post intervention while in the hospital, however, there was no report of what caused the patient deaths.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the reporting author. "The reported mortality is related to patient demography and comorbidities."